Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 14l, the patient experienced an allergic reaction and decreasing oxygen saturation. The patient was treated with 50% oxygen (through a mask) and corticosteroids. No additional information is available.